Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent treatment for a bicondylar, grossly dislocated tibial plateau fracture on (B)(6) 2017. Patient was treated with three plates and thirty-two screws. On (B)(6) 2018, patient showed delayed healing. X-rays showed fracture of an implanted plate. At this time, patient was confirmed to walking aids. CT scan performed on approximately (B)(6) 2019, showed poor bone formation. Patient underwent revision surgery. The broken plate was removed and replaced with a new plate. Additionally, the wound was cleaned, and a swab was taken. It was found that the wound was colonized with a skin germ. According to the operation report from 2017, the plate was inserted posteromedially, but did not result in reduction either and was then removed and replaced in the body. The extent to which the one-third tube plate was bent or repeatedly bent during initial insertion and then reinsertion after stabilization is not mentioned in the operation report. After the plate fracture, it was determined that the leg had a crooked position due to a 10% axial deviation, which caused the patient's poor gait. The main stress is in the inner side of the knee joint and caused pain and swelling. Until (B)(6) 2020, the plaintiff's gait was "hobbled" at all times and caused pain in the leg and back. This report is for a 3.5mm ti lcp proximal tibia pl low bend 8h/128mm/left-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 04.124.209s. Lot # l326358. Manufacturing site: werk selzach. Release to warehouse date: 21 feb2017. Expiration date: 01 feb2027. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: health effect - clinical code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.